Event description:
Patient had tah bs0, umbilical hernia repair in 2007. On fifteen days later, patient was noted to have bowel in her wound. Returned to or on the same day for repair of abdominal wound dehiscence, though to be caused by suture breakage.